Event description:
It was reported that the patient's pump was programmed to deliver morphine. The patient experienced unspecified withdrawal symptoms and at refill the residual pump volume was 3.5 mls greater than expected. The hcp believed the pump had flipped for a short time causing a kink in the catheter, which resulted in the greater than expected residual volume and the patient withdrawal. The hcp reported the pump is now fine, the patient is okay and everything works. See MFR's report number: 2182207-2007-03108.

Manufacturer narrative:
.